Manufacturer narrative:
Exemption number e2017017. (B)(4). The investigation showed that the front cover had fallen down due to not being properly fixed with screws as required. When servicing the system it may be necessary to take the cover off. In such cases, however, it is required, when the cover is placed again at the system, that the screws are attached again to mount the cover safely. This is also described adequately in the document "replacement of parts" (doc-ID: xpd1-320.841.01.10.02, page 76). Though according to service information only trained engineers are permitted to work on the system, the described issue was caused by a human error. The screws of the front cover and the table side controller at the concerned customer site were replaced. This report was submitted (B)(6) 2017.

Manufacturer narrative:
Siemens local service replaced table side controller as well as screws on the front cover. Loctite was applied to the exchanged screws. The unit passed all tests. A supplemental report will be submitted if additional information becomes available.

Event description:
Siemens became aware of an incident with the luminos agile system. A front cover of the unit fell down during an exam and landed on patient's mother foot. The patient's mother complained of a sore foot, however, refused medical treatment. Approximate weight of the front panel is 17 kilograms.